Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the patient was struck in the area of the implant site and the device migrated out of the pocket. The patient was admitted to the hospital and the wound was treated. The device was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.